Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed cuts into the insulation (approx. 27 cm distal to the is-1 connector pin) resulting in a deformed outer conductor coil, which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported undersensing and high impedance. The measurements during the electrical inspection were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 9 months, it was reported that the sensing of the ventricular lead was low and the unipolar impedence was high. The lead was explanted.